Event description:
In 2008, the patient reported the center of the display screen on this insulin device looked "fuzzy" and "smeared." He stated, he noticed this yesterday. He said, the device has not been damaged or exposed to water. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issues. Product was replaced and requested to be returned for evaluation.